Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 350cc mentor memorygel breast implants on (B)(6) 2014. By (B)(6) 2015, the patient reports that she began to experience dizziness, allergies, brain fog, a hoarse voice, constipation, gas, bloating, tongue pain, tongue whiteness, hives on her shins, and fingers that turn white. The patient reported that a doctor diagnosed her with allergies and raynaud syndrome. The patient stated that she did not have breast pain. No device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.